Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed no disposable pump wont run. Unresolved with multiple troubleshooting attempts. Rate 2.2, res vol. 11.6, given 88.45 air in tubing. Patient not affected no patient injury. No additional information available.

Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the dso sensor and the air noted in line was most probably caused by the disposable, or a user-error in which medication was added too quickly to the cassette, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.